Event description:
It was reported that the user experienced a low blood glucose of 61 mg/dl, with cause unclear, and ingested oral carbohydrates (pudding) to correct, after which glucose rose to 65 mg/dl. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution with oral glucose. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed no device malfunction or component failure reported, and no additional contributing factors identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.